Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During testing the reported issue was confirmed; device leaked from the tank cover. The device had sustained damage at the tank cover in this area. The investigation determined the source of the damage causing the leakage occurred due to user facility over-tightening the tank cover screws.

Event description:
Information was received indicating that a smiths medical fluid warming was leaking. There were no reported adverse events.